Event description:
Major pump unit(s) involved: blood pump. Specific component(s) involved: external controller malfunction.

Event description:
Major pump unit(s) involved: blood pump.additional text: stpopped.specific component(s) involved: external controller malfunction.additional text: pump stopped.other component:causative or contributing factor:other cause:intervention(s): replacement of external controller.other intervention :implant device type: lvad.